Manufacturer narrative:
Reliability analysis inspected one opened reservoir, and tested it. The reservoirs passed per specifications. No leaks or air bubbles were observed during testing and visual inspection.

Event description:
The customer reported that the reservoir had air bubbles. Troubleshooting was done. Customer's blood glucose was 132 mg/dl. During troubleshoot there were still bubbles. Advised the customer to change out set and have insulin at room temperature. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).